Event description:
Pt complained of chest, abdominal and elbow joint pain during treatment. Pt was admitted to emergency room where pt complained of shortness of breath. Pt hypertensive, pt went into pulmonary edema and was intubated, hemolysis was confirmed and pt was admitted to hosp.